Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, a polarity switch and noise. The right ventricular (rv) lead exhibited high thresholds. The ra lead was programmed off and remains in the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.